Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a history/settings issue. The patient claimed that the pump's iob was not working. The patient stated that she had been trying to get someone to help her set up the pump. She admitted that the pump had programmed the pump by himself. He reportedly only programmed the pump's basal rate. Through a review of the pump, the anm representative involved in this contact noted that the pump's iob had not been turned on. In addition, none of the pump's advanced settings were programmed. The pump's I:c ratio, isf, and bg target were not programmed. The patient was advised to contact her health care provider (hcp) for the pump's settings. According to the patient, her husband found her convulsing the other night. No additional information was provided by the patient during the contact with anm since she was in a hurry. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. At this time, it is unknown if the convulsion episode was diabetes-related. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered convulsions. However, the patient¿s injury can be attributed to possible use-error considering the pump was not properly set by her husband during the time of concern.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. The pump was returned with the iob feature set to on. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A bolus was performed with the iob set to on and a duration of 1.5 hours. Immediately after the bolus was performed, the pump correctly displayed the units on the iob status screen. An ezbg bolus was calculated and the iob was correctly factored into the calculation. After the duration period, the iob status screen showed 0.00 and it was accurately reflected in the iob status. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Serial number (s/n) correction: the s/n for this pump was originally reported as (B)(4); the correct s/n for the device is (B)(4).